Event description:
It was reported that the day after the implant of the left ventricular (lv) lead, the patient experienced diaphragmatic stimulation. Reprogramming was done and the lead remains in use. The patient is enrolled in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 305c25 tissue valve, (B)(6) 2006; 5076 x 2 implantable pacing leads, (B)(6) 2006-; c4tr01 implantable pulse generator, (B)(6) 2013. (B)(4).